Manufacturer narrative:
(B)(4). Investigation summary - this complaint device was received and visually inspected. Visual observation revealed the device appeared worn and the laser markings are slightly faded but readable, indicating the device has been heavily used. Also, the tip of the device was found broken and the broken piece wasn't returned. This complaint can be confirmed. The device is reusable and this failure is typically observed due to heavy usage over a period of time. The failure can be attributed to normal field wear. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the tip of the customer's femoral aimer 7 mm offset broke off in the patient during an acl procedure. The tip was retrieved with a grasper and the case was completed with another like device. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that the tip of the customer's femoral aimer 7mm offset broke off in the patient during an acl procedure. The tip was retrieved with a grasper and the case was completed with another like device. There were no patient consequences or delays. The device is being returned.